Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that kinks were observed in the sheath assembly and device returned with the imaging window twisted. Also, it was noted that device tubing heat shrink with wrinkles based on microscopic inspection. Functional inspection also noted that the catheter could not flush normally, and the device could not be retracted due to imaging window was twisted. Media inspection showed that there was no evidence of the reported issue. E1 initial reporter facility name, (B)(6).

Event description:
Reportable based on device analysis on 22 oct 2024. It was reported that catheter issue occurred. The 90% stenosed 20 x 2.8mm target lesion was located in severely tortuous and mildly calcified left anterior descending artery. The opticross catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the preparation, the catheter was noted that it could not be flushed despite multiple attempts. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable. However, device analysis revealed that imaging window was twisted.

Manufacturer narrative:
H6 evaluation method codes, evaluation result codes: corrected. The device was returned for analysis. Visual and microscopic inspections revealed that kinks were observed in the sheath assembly and device returned with the imaging window twisted. Also, it was noted that device tubing heat shrink with wrinkles based on microscopic inspection. Functional inspection also noted that the catheter could not flush normally, and the device could not be retracted due to imaging window was twisted. Media inspection showed that there was no evidence of the reported issue. E1 initial reporter facility name, (B)(6) hospital.

Event description:
Reportable based on device analysis on 22 oct 2024. It was reported that catheter issue occurred. The 90% stenosed 20 x 2.8mm target lesion was located in severely tortuous and mildly calcified left anterior descending artery. The opticross catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the preparation, the catheter was noted that it could not be flushed despite multiple attempts. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable. However, device analysis revealed that imaging window was twisted.